Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received an inappropriate shock. It was also reported the ventricular fibrillation (vf) was properly sensed and detected; however, "during charging the vf broke, but the patient was shocked." The device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.